Event description:
(B)(4). It was reported that the patient had a myocardial infarction. In (B)(6) 2011, the patient was hospitalized for planned coronary angiography due to known coronary artery disease which revealed two target lesions. The first lesion was a 90% stenosed de novo lesion that was 18mm long with a reference vessel diameter of 3mm and was located in the proximal left anterior descending artery. The first lesion was treated with predilatation and placement of a 3.00x24mm promus element drug eluting stent which resulted to 0% residual stenosis following post dilatation. The second target lesion was a 90% stenosed lesion that was 18mm long with a reference vessel diameter of 3mm and was located in the distal left anterior descending artery. The second lesion was treated with predilatation and placement of a 2.50x16mm promus element drug eluting stent which resulted to 0% residual stenosis following postdilatation. A day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, the patient's cardiac enzyme was found to be elevated and the site reported an event of myocardial infarction (mi). The event was considered recovering/ resolving. After 10 days, the patient was discharged.

Manufacturer narrative:
Describe event or problem - updated. (B)(4).

Event description:
It was further reported that in (B)(6) 2014, the event was considered resolved without residual effects.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the first target lesion was located in the proximal left anterior descending artery extending to the mid left anterior descending artery and the second target lesion was located in the mid left anterior descending artery extending to the distal left anterior descending artery. It was confirmed that pre procedure enzymes were not withdrawn. In (B)(6) 2014, the patient experienced ischemic symptoms and 10 days later, the patient was discharged on clopidogrel. In april 2014, the event was considered resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).